Manufacturer narrative:
The pump was received with critical pump error alarm, however the critical pump error was able to be bypassed/cleared (by simultaneously holding the back button and down arrow button). After re-initialization, the pump completed the boot up process normally. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The formatted history and long trace files show pump error 53 alarms and pump error 4 alarms were triggered prior to the critical pump error (open book) alarm due to a software error. Pump received with scratched case, serial number label faded, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed critical power error. The customer's blood glucose at the time of incident was unknown. Customer stated saw a red x on display. The customer was advised the pump needs to be replaced. Recommended customer refer to back up plan per hcp instructions. The insulin pump will be returned for analysis.